Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The user facility performs service by themselves and did not request any assistance. The air gas module was reportedly found to be damaged but how has not been communicated. No parts have been returned for investigation. No ventilator logs were provided. As no parts were returned for investigation, it has not been possible to determine the root cause of the reported event.

Event description:
Manufacturer's ref #: (B)(4).